Event description:
It was reported that t:slim x2 pump battery initially would not charge, and caller noted a power source alert in pump history while using non-tandem charging cable with tandem wall adapter and working wall outlet. There was no adverse impact to the customer¿s blood glucose level. Customer left pump connected to wall adapter for extended period, later confirmed pump began charging when tested with personal charging device, and no pump shutdown occurred, after which no further assistance was required and tandem charging cables were shipped.